Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other three perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with four proglide devices were attempted, two proglide devices in the left common femoral artery (lcfa) and two proglide devices in the right common femoral artery (rcfa) via 6fr sheath using the preclose technique prior to a percutaneous endograft procedure. Reportedly, cuff misses occurred with the four proglide devices in the lcfa and the rcfa. Two each additional proglide devices were used for successful suture placement using the preclose technique in the lcfa and rcfa. The sheath was upsized to 10fr in the lcfa and 12fr in the rcfa and the percutaneous endograft procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.